Manufacturer narrative:
Investigation summary. No product returned. Major bleed: patient had femoral hemorrhage along aassive amount of bleeding into leg, abdomen largely distended and concern for rp bleed. Blood was noted in ett and tubing with the cause of the bleed was unable to be determined as insufficient clinical details were provided. Cardiac arrest: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Difficult to advance: the cause of difficult to advance was unable to be determined as insufficient clinical details were provided. Device history (lot) device lot : 1991920 device history (batch) subcomponent lot : n/a device history review the pump sn 636619 passed all the post sterile inspection checks.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that the guidewire access was lost in the groin and a femoral hemorrhage. The wire kinked on the initial attempt. Once left ventricle access was obtained, staff attempted to come off of the cardiopulmonary bypass.